Event description:
It was reported that during an unknown procedure, smaller crunch was heard when the breakaway washer was cut, and all staples were malformed after the firing. Changed to another one to complete the procedure. No adverse event on the patient. As the patient had (B)(6), sample had been discarded.

Manufacturer narrative:
(B)(4).